Manufacturer narrative:
The reporter used a dummy electrode in the analyzer ise system. The field service engineer determined there was a damaged electrode o-ring on the dummy electrode. The o-ring was replaced, ise checks were performed, and an ise performance check was run. Precision studies were performed. Ise performance checks, calibration, and precision studies were within specification. Calibrations performed on (B)(6) 2019 were within range. Quality controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the na+ electrode on a cobas integra 400 plus. The sample initially resulted with an na value of 148 mmol/l and this value was reported outside of the laboratory. The medical director questioned the result, so the sample was repeated. The repeat result was 141 mmol/l and this value was believed to be correct. The na+ electrode lot number and expiration date were requested, but not provided.